Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic/latino female patient underwent a primary breast augmentation with two 300cc mentor smooth round moderate profile prostheses and experienced postoperative bilateral deflation postoperatively. The patient was scheduled to have mammogram. The diagnosis was confirmed via physical examination. At the time of this report, mentor has received no information regarding an expected explantation date. It was reported that the left-sided deflation occurred sometime in 2006. However, there was no information provided suggesting that the device was replaced at anytime. The event date was estimated as (B)(6) 2006 based on available information. This report is for the left-sided prosthesis.

Manufacturer narrative:
On 5-nov-2021, mentor received additional information regarding the procedure and patient¿s symptoms. Initially, it was reported that the patient underwent a primary breast augmentation with two 300cc mentor smooth round moderate profile prostheses. However, additional information revealed that the patient underwent a revision breast augmentation with two 300cc mentor smooth round moderate profile prostheses. The patient had been experiencing breast pain and hardness of breast for about 5-6 years. The patient experienced bilateral capsular contracture (unknown grade). The event date was estimated as 1-jan-2015. The relevant field has been updated. MRI performed on unspecified date indicated left-sided rupture. Initially, the implantation was reported as (B)(6) 2005. However, additional information revealed that the actual implantation date was approximately estimated as (B)(6) 2006, and the implantation date of (B)(6) 2005 belongs to the previous left breast implant (non-mentor). On 11-nov-2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the revision surgery. The patient underwent removal and replacement with two 325cc mentor smooth round moderate plus profile prostheses (catalog #: 3502325, left serial #: (B)(6) , right serial #: (B)(6), on (B)(6) 2021. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: deflation . Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient¿s symptoms. The patient experienced bilateral calcification. Initially, it was reported that bilateral deflation was reported. However, additional information revealed that the left-sided device was found to be intact. The patient experienced unilateral (right) deflation. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 22-mar-2022, mentor received additional information regarding MRI. MRI that indicated suspected left-sided rupture was performed on (B)(6) 2020. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 7-dec-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).